Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recp0361 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the white hub on the catheter was cracked. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked solo connector was confirmed and the cause could be associated with the manufacturing process. One 5fr t/l powerpicc provena was returned for investigation. A longitudinal crack was observed in the white connector. The crack would gape open when a slip tip syringe was attached to the connector. Cavity ¿r¿ was identified in the white connector. No cracks were observed on the other connectors. A microscopic examination revealed that the crack had sharp edges and a clean break. The crack was located opposite from the molding gate and was located in the area of the knit/weld line. A lot history review (lhr) of recp0361 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the white hub on the catheter was cracked. No other information was provided.